Event description:
It was reported to philips that wireless footswitch intermittently does not work. The device was in clinical use at the time of reported event. No harm to user or patient was reported to philips. Philips has started an investigation of this complaint.